Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m125173 with positive quality control devices and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot m125173 and test base part number 190-430 / lot m125173. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m125173 showed the complaint rates are (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported false positive results on a direct tested nasopharyngeal swab with the ID now covid-19 assay performed (B)(6) 2020. Repeat testing was not performed. Confirmation testing on nasopharyngeal swab eluted in viral transport media with pcr (sample collected (B)(6) 2020 and tested (B)(6) 2020) generated negative results. No patient information, including symptoms, treatment, and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.